Manufacturer narrative:
H.6. Investigation summary : since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip had foreign matter in the syringe. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no: 309657, batch no: 8344619. It was reported that white debris was noticed in the syringes before opening. Event description per email states:.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip had foreign matter in the syringe. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no: 309657 batch no: 8344619. It was reported that white debris was noticed in the syringes before opening. Event description per email states: description of issue: customer has had multiple syringes with white debris in them following being opened contact doesn¿t feel safe using any from same package. Number of occurrences: 3/4. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: explained that bd might follow up with customer regarding returning syringe/needle. No further follow up is required.